Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11 a getinge field service technician fst inspected the pump at the flight base, and during initial startup the device displayed a full helium tank. The pump operated normally on a system trainer and test balloon. A cardiosave rescue helium leakage check was performed, and the unit passed thirty minute leak tests with zero psi drop. The unit also filled properly using an external helium refill station and passed all leakage and functional tests. No faults were found, and the reported issue could not be duplicated, the device met all manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had helium issue while device was during use. There was patient involved. No harm or injury to the patient was reported.